Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2011, patient inserted a new infusion set and the canula was kinked. Patient started to feel sick on (B)(6) 2011 at 12 p.m. And was vomiting. She did not check her blood glucose until the next morning and it measured 18 mmol/l (324 mg/dl) at 10:10 a.m. On (B)(6) 2011 at 3:49 a.m., blood glucose was 15.8 mmol/l (284.4 mg/dl). She changed the infusion headset at 8:14 a.m. Blood glucose was 23.4 mmol/l (421.2 mg/dl) at 12:58 p.m., and she did a blood test for ketones and the results were 2.8 at 2 p.m. And 2.7 at 2:19 p.m. Blood glucose was 24.4 mmol/l (439.2 mg/dl) at 4 p.m. Patient is a diabetes educator and was able to self-treat her hyperglycemia. She experienced kinked infusion cannulas with 2 infusion sets. Infusion sets were replaced and requested for evaluation. The patient did not required treatment from a health care professional or second party to address the issue. No additional details were provided.